Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred before the start of the coronary diagnosis procedure, and it was completed as planned by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the table is loose, and the geometry movements are partially failed. Review of the system log file showed that there was a malfunction with geo pc. Upon functional testing, fse found the geometry issue was due to the poor contact in a pin of power supply. Fse cleaned the connector and reconnected it. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device¿s geometry movements failed. The device was in clinical use at the time of the event. No harm to the patient or user was reported. A philips remote service engineer (rse) spoke with the customer and reviewed the device¿s event log. The rse noted multiple errors indicating a loss of communication with the geometry computer (geo pc). A philips field service engineer (fse) visited the site and determined the geo pc failed and needed to be replaced. After replacing the geo pc, the device was returned to expected functionality.